Manufacturer narrative:
Email: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on anterior side assessed as fold flaw opening and one opening on posterior side assessed as surgical damage. Additional observations: ¿ crease fold is observed. ¿ wear abrasion is observed. No further actions are required as the device was implanted.

Event description:
The device has been explanted.